Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl and insulin injections were administered to address bg. Customer did not know cause of occlusions. As the occlusions occurred in the past, tandem technical support was unable to perform a pump system check to help identify blockage. Tandem clinical support discussed event with the customer. Reportedly, customer has scar tissue and customer changed the infusion set cannula to a different length.